Manufacturer narrative:
The initial information did not indicate a potential for injury. Though still under investigation, varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected.

Event description:
The customer stated that, during verification of the fastplan treatment planning system, phantom datasets revealed more than 1 mm of tilt error in stereotactic radiosurgery (srs) localization.